Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, and seroma-late, diagnosed by ultrasound. Additionally they reported ¿more obvious folds on the left side¿. Biopsy performed. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
Health effect impact code-(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV and seroma late. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Seroma-late: unable to observe, as it is a medical event. That is not related to the device. Crease folding of implant: observed, creases on the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. Seroma late, and crease/folding of implant. Device has been explanted.